Manufacturer narrative:
Reference record: (B)(4). Catalog number is the international list number which is similar to (B)(4) list number of 062918. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. A bezoar is a known complication of a j tube placement. Health effect clinical code of (B)(4) was chosen to capture the event of a bezoar. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic jejunal tube (j-tube). On (B)(6) 2021, the patient experienced abdominal pain which worsened on (B)(6) 2021. On (B)(6) 2021, the patient underwent an abdominal CT which revealed a bezoar at the end of the inner tube. (B)(6) 2021, the patient underwent an endoscopic examination and the whole inner tube was removed and an inner tube was inserted.